Manufacturer narrative:
Evaluation result: brake cam, brake adjuster.

Event description:
It was reported by service report that the brakes are not functioning. No patient involvement or adverse consequences are reported.